Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up properly. The fse stated that the third-party service provider ordered the host pc from the supplier and asked philips fse for assistance to install the part. To resolve the reported issue, the fse replaced the host pc, restored the ghost, installed new license and reloaded the database. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up properly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.